Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer experienced an elevated blood glucose (bg) level of 574 mg/dl with ketones. Bolus was delivered to address elevated bg level. Customer loaded a new cartridge to resolve the issue.